Event description:
It was reported that some time post catheter placement, the catheter was allegedly broken. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one broviac s/l catheter was returned for evaluation. Gross visual, microscopic, functional and tactile evaluation were performed on the returned device. The investigation is confirmed for the reported catheter split and identified stretching issue as a circumferential split was noted to the outer catheter sleeve approximately 4.1cm from the distal end of the luer. Also, the region surrounding the split was slightly elastic and partly jagged. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 02/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one broviac s/l catheter was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported catheter split as a circumferential break was observed approximately 17.2cm from the distal end of the luer. Also, the edges of the split appeared partially jagged. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2024),

Event description:
It was reported that some time post catheter placement, the catheter was allegedly broken. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 02/2024).

Event description:
It was reported that some time post catheter placement, the catheter was allegedly broken. There was no reported patient injury.